Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unexpected reset and incorrect measurement on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.

Manufacturer narrative:
The reported event of the rap rate being unavailable was confirmed. Based on the information provided, it was determined that the rap rate was not displayed on the programmer, but the rap rate was stored on the device and was not corrupted or lost. Due to the merlin programmer logs being unavailable, the root cause of the rap rate not being displayed on the programmer was unable to be determined.

Manufacturer narrative:
Correction: h3 should have been yes for software investigation.